Event description:
Additional information was received that reported the cause of death as cardiogenic shock. It was further reported that the patient also had contributing factors such as lactic acidosis and shock. It is unknown if the physician believes the bioprosthetic valve caused or contributed to the patients death. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death. Updated data: a.4: weight in lbs: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 weeks post implant of this 21mm mosaic valve, the patient died. The cause of death was not received. Therefore, relatedness of the death to the mosaic device could not be excluded. After the savr, patient continued to have "extensive heart problems". The patient had two coronary bypasses during the savr surgery. The heart team attempted to remove him off heart bypass after surgery, however, he remained on ECMO, implella, dialysis, tracheostomy/ventilation, and was in the ICU from (B)(6) 2025. Patient passed away (B)(6) 2025. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.